Event description:
Boston scientific received information this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was observed. There was a concern the lead had fractured. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.